Event description:
I went to the nail salon to get my nails done and the woman used a nail drill and drilled through my entire nail bed causing excruciating pain and my finger was bleeding. These drills are commonly used at asian nail salons, and they are a danger. The woman stated that if she didn't fill the hole with acrylic powder immediately the pain would be worse and the finger could get infected. This instrument should be banned. It is a generic drill.